Event description:
Healthcare professional reported unknown side "the patient had a rupture surgery prior to this surgery and it appeared that at that time when she had her initial rupture surgery, there may have been residual silicone left." Device has been explanted. This record is for the previous rupture.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.